Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), perforation ("perforation") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pid pelvic inflammatory disease. Concurrent conditions included right lower quadrant pain, paratubal cyst, nausea, fever and chills. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 4 months 20 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and pelvic pain ("pain/ pelvic pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("pain/ abdominal pain") and metrorrhagia ("abnormal bleeding (general) metrorrhagia"). The patient was treated with surgery (underwent an assisted vaginal hysterectomy, with bilateral salpingectomy), surgery (vaginal hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, perforation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge and metrorrhagia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter provided no causality assessment for perforation with essure. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right ostia was not identified properly for placement of coli. The left was identified and coil placed with significant resistance. Diagnostic results: essure confirmation test done. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic inflammatory disease, dysmenorrhea, menorrhagia, vaginal discharge most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received: new reporters, patient demographic information, product indication updated, removal date, concomitant disease, historical condition, new events vaginal haemorrhage, vaginal discharge, pelvic pain, abdominal pain and metrorrhagia added. Outcome for the event pelvic pain and abdominal pain added as recovering / resolving. On 2-mar-2018: mr received: new reporters and event perforation added. Follow-up 1 and follow-up 2 process together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), fallopian tube perforation ("perforation/ perforation (fallopian tube)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and device dislocation ("malposition of essure device") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pid pelvic inflammatory disease. Concurrent conditions included right lower quadrant pain, paratubal cyst, nausea, fever and chills. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), pelvic pain ("pain/ pelvic pain"), nausea ("nausea") and back pain ("severe lower back pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("pain/ abdominal pain") and metrorrhagia ("abnormal bleeding (general) metrorrhagia"). The patient was treated with surgery (underwent an assisted vaginal hysterectomy, with bilateral salpingectomy), surgery (vaginal hysterectomy with bilateral salpingectomy, ablation), surgery (ablation on (B)(6) 2013) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, menorrhagia, device dislocation, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, metrorrhagia, nausea and back pain outcome was unknown, the pelvic pain had resolved and the abdominal pain was resolving. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, nausea, pelvic inflammatory disease, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right ostia was not identified properly for placement of coli. The left was identified and coil placed with significant resistance. Previously, it was reported that essure confirmation test done. In this new follow-up information it was reported that the essure confirmation test was not done. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic inflammatory disease, dysmenorrhea, menorrhagia, vaginal discharge. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs information received. Plaintiff also complained of malposition of essure device, perforation (fallopian tube) and severe lower back pain. Shortly after removal the plaintiff recovered from pelvic pain. Now, it was reported that the essure confirmation test was not done. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), fallopian tube perforation ("perforation/ perforation (fallopian tube)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and device expulsion ("malposition of essure device/coil into cavity") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty cannulating right essure coil.". The patient's past medical history included pid pelvic inflammatory disease. Concurrent conditions included right lower quadrant pain, paratubal cyst, nausea, fever and chills. Concomitant products included paracetamol (tylenol 8 hour). On 3-(B)(6)-2013, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge") and pelvic pain ("pain/ pelvic pain"). In (B)(6) 2013, the patient experienced abdominal pain ("pain/ abdominal pain"). In (B)(6)2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), nausea ("nausea") and back pain ("severe lower back pain"). On an unknown date, the patient experienced metrorrhagia ("abnormal bleeding (general) -metrorrhagia"). The patient was treated with paracetamol (acetaminophen), oxycocet (percocet), tetracycline, antibiotics, surgery (underwent an assisted vaginal hysterectomy, with bilateral salpingectomy), surgery (ablation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, menorrhagia, device expulsion, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, metrorrhagia, nausea, back pain, depression and anxiety outcome was unknown, the pelvic pain had resolved and the abdominal pain was resolving. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, metrorrhagia, nausea, pelvic inflammatory disease, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right ostia was not identified properly for placement of coli. The left was identified and coil placed with significant resistance. Previously, it was reported that essure confirmation test done. In this new follow-up information it was reported that the essure confirmation test was not done. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic inflammatory disease, dysmenorrhea, menorrhagia, vaginal discharge most recent follow-up information incorporated above includes: on 17-aug-2018: pfs received- new event depression, mental anguish, difficulty cannulating right essure coil, concomitant and treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), fallopian tube perforation ('perforation/ perforation (fallopian tube)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and device expulsion ('malposition of essure device/coil into cavity') in a 31-year-old female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty cannulating right essure coil.". The patient's medical history included pid pelvic inflammatory disease. Concurrent conditions included right lower quadrant pain, paratubal cyst, nausea, fever and chills. Concomitant products included paracetamol (tylenol 8 hour). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and pelvic pain ("pain/ pelvic pain"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced abdominal pain ("pain/ abdominal pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and pelvic pain ("pain/ pelvic pain"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced metrorrhagia ("abnormal bleeding (general) -metrorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), nausea ("nausea"), back pain ("severe lower back pain") and urinary tract disorder ("urinary disorder"). The patient was treated with antibiotics, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), tetracycline and surgery (ablation on (B)(6) 2013, underwent an assisted vaginal hysterectomy, with bilateral salpingectomy and vaginal hysterectomy with bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, menorrhagia, device expulsion, dysmenorrhoea, vaginal discharge, metrorrhagia, nausea, back pain, depression and anxiety outcome was unknown, the vaginal haemorrhage, pelvic pain and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, metrorrhagia, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right ostia was not identified properly for placement of coli. The left was identified and coil placed with significant resistance. Previously, it was reported that essure confirmation test done. In this new follow-up information it was reported that the essure confirmation test was not done. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic inflammatory disease, dysmenorrhea, menorrhagia, vaginal discharge lot number: a61941, manufacturing date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: medical record received no new significant information. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), fallopian tube perforation ('perforation/ perforation (fallopian tube)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and device expulsion ('malposition of essure device/coil into cavity') in a 31-year-old female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty cannulating right essure coil.". The patient's medical history included pid pelvic inflammatory disease. Concurrent conditions included right lower quadrant pain, paratubal cyst, nausea, fever and chills. Concomitant products included paracetamol (tylenol 8 hour). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and pelvic pain ("pain/ pelvic pain"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced abdominal pain ("pain/ abdominal pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and pelvic pain ("pain/ pelvic pain"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced metrorrhagia ("abnormal bleeding (general) -metrorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), nausea ("nausea"), back pain ("severe lower back pain") and urinary tract disorder ("urinary disorder"). The patient was treated with antibiotics, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), tetracycline and surgery (ablation on (B)(6) 2013, underwent an assisted vaginal hysterectomy, with bilateral salpingectomy and vaginal hysterectomy with bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, menorrhagia, device expulsion, dysmenorrhoea, vaginal discharge, metrorrhagia, nausea, back pain, depression and anxiety outcome was unknown, the vaginal haemorrhage, pelvic pain and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, metrorrhagia, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right ostia was not identified properly for placement of coli. The left was identified and coil placed with significant resistance. Previously, it was reported that essure confirmation test done. In this new follow-up information it was reported that the essure confirmation test was not done. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic inflammatory disease, dysmenorrhea, menorrhagia, vaginal discharge most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new event ' urinary disorders' was added. Outcome updated for the event pain, bleeding and urinary disorders. Lot number added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), fallopian tube perforation ('perforation/ perforation (fallopian tube)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and device expulsion ('malposition of essure device/coil into cavity') in a 31-year-old female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty cannulating right essure coil.". The patient's medical history included pid pelvic inflammatory disease. Concurrent conditions included right lower quadrant pain, paratubal cyst, nausea, fever and chills. Concomitant products included paracetamol (tylenol 8 hour). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and pelvic pain ("pain/ pelvic pain"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced abdominal pain ("pain/ abdominal pain"). In april 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and pelvic pain ("pain/ pelvic pain"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced metrorrhagia ("abnormal bleeding (general) -metrorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), nausea ("nausea"), back pain ("severe lower back pain") and urinary tract disorder ("urinary disorder"). The patient was treated with antibiotics, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), tetracycline and surgery (ablation on (B)(6) 2013, underwent an assisted vaginal hysterectomy, with bilateral salpingectomy and vaginal hysterectomy with bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, menorrhagia, device expulsion, dysmenorrhoea, vaginal discharge, metrorrhagia, nausea, back pain, depression and anxiety outcome was unknown, the vaginal haemorrhage, pelvic pain and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, metrorrhagia, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right ostia was not identified properly for placement of coli. The left was identified and coil placed with significant resistance. Previously, it was reported that essure confirmation test done. In this new follow-up information it was reported that the essure confirmation test was not done. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic inflammatory disease, dysmenorrhea, menorrhagia, vaginal discharge. Lot number: a61941, manufacturing date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent an assisted vaginal hysterectomy, with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic inflammatory disease to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.